Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer alleged that no patient alarms were displayed at the central station in the clinical unit for an event where there was a serious injury due to the patient requiring resuscitation. The event date was (B)(6) 2018.

Manufacturer narrative:
A patient experienced an asystole event which is considered to represent a serious injury. It was later reported that the patient expired. The date/time of the patient death was not provided as well as patient information concerning height and weight. Use of the device may have been a factor in this event, however a full investigation could not be performed. Due diligence and a good faith effort was put forth to obtain all pertinent information from the customer but the customer did not provide the appropriate information as requested despite five attempts. The customer has not provided any additional requested information at this time. A letter to the customer has been sent. With the current information that is available, no conclusion can be drawn and the complaint will be closed. Should further information become available, this complaint will be re-opened and re-evaluated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.